Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) 8/4/09 documentation concerning inaccurate high results and then spoke with the reporter/layperson (patient's wife) on 8/17/09. The reporter clarified and provided additional information for the specialist. The reporter cares for the patient, testing his blood glucose and giving insulin injections. On an unrecalled date in the month prior, the patient's 9 pm blood glucose was reportedly elevated, around 311, 274, or 271 mg/dl. The patient had no symptoms at the time of the elevated blood glucose results. The patient ate his usual bedtime snack and the reporter gave him his evening 14 units humulin (pen-filled 70/30). If his blood glucose is low, she injects less or waits. The patient also receives a morning dose of 16 units. Between 3:30 and 4:30 a.m the next morning, the reporter became aware that the patient was shaking and sweating. She tested, result 47 mg/dl, and then gave him orange juice and a glucose pill. He eventually felt better. The patient was not treated by his physician, although he did see his physician for a routine appointment some days after the event. The reporter is unsure why the patient was low 6 to 7 hours later and did question whether his blood glucose actually was elevated when she injected insulin. The cca documented that the patient's puncture site is not cleaned appropriately. Because the patient was treated for low blood glucose several hours after the reporter obtained an elevated result and injected insulin, the complaint is reported. The cca replaced the meter and test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.